Event description:
It was reported that the physician felt the device should have lasted longer than it did. The device was programmed to high left ventricular outputs and was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.